Event description:
It was reported the unit burned. Visual inspection of the unit revealed that a segment of heater wire had become dislodged when the user folded the unit, and had even broken in one area, allowing a spark to contact the fabric foundation and causing a 3/4" burn. We determined that this report was attributable to misuse on the part of the consumer.